Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise that resulted in an inappropriate shock. The rv lead was surgically abandoned and replaced. The physician suspected the lead to be fractured, but due to poor image quality, the fracture was not confirmed via fluoroscopy. No additional adverse patient effects were reported.